Event description:
This was reported as an arteriotomy closure of the common femoral artery using a prostyle device with a 9f sheath after a mechanical thrombectomy stroke procedure. Reportedly, the loop was torn through [suture with formed loop came out], and vessel damage occurred. Manual compression was used to achieve hemostasis. Then the vessel damage was repaired via a cutdown. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported suture malposition could not be determined. Information provided indicates the reported event occurred during suture management. Factors that may contribute to suture malposition during suture management may include, but are not limited to, knot tensioning angle is not coaxial, knot jams in subcutaneous tissue, friable femoral vessel. It may be possible that the suspected suture malposition occurred during advancement of the knot while applying tension to the knot. However, this cannot be conclusively determined. The reported indication deviation did not contribute to the reported suture malposition. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6-rdc 1494 / indication for use was added as only one prostyle device was used, and the pre-close technique was not used when closing an arteriotomy with a sheath size greater than 8f.